Manufacturer narrative:
G2: country of origin is india. G4 PMA/510(k)#: the reported product c05b is not marketed in us but a similar product with product ID: cx01a, with 510(k)# k102397 is marketed in united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that, the monomer was found to be crystalized during pre mixture hence it could not be used. Procedure performed was vertebroplasty. Procedure was about to be performed with patient on the table during which the crystallization of monomer was identified. There were no patient symptoms reported. No further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part # c05b ; lot # 230259532 visual inspection confirmed the cement polymer has dried in the vial. This may have occurred due to exposure to uncontrolled temperature changes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.